Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call failed battery test alarm on the insulin pump. Troubleshooting for the failed battery test alarm was performed. Customer advised they had a failed battery test alarm and then most recently had a full battery. Customer was connected to the 24 hour helpline to properly troubleshoot the insulin pump.